Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. This failure is most commonly caused by component failure. Product and event verification: a review of instrument logs confirmed that the small grasping retractor was last used on system# rsh0035 on (B)(6) 2020 and it had 8 uses remaining. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the surgeon stated that the small grasping retractor instrument was not working correctly. They noticed wires sticking out from the instrument. The instrument was immediately removed with no injury to the patient. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained patient-related information, but no other details related to the event.